Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361). As found condition: the pipeline vantage shield pushwire was returned for analysis within a shipping box; and within an opened pipeline flex shield outer carton and inner pouch. The pipeline vantage shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, arms or with the proximal bumper. However, the tip coil was found to be stretched. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline vantage shield could not be confirmed to have ¿failure/incomplete open proximal¿ as the pipeline vantage shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. It's possible that the severe vessel tortuosity and resheathing the pipeline vantage shield more than two times may have contributed to the reported issue. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of the pipeline vantage with shield technology device in the left internal carotid artery (ica) for an unruptured saccular aneurysm, the proximal section of the pipeline device failed to open. While deploying the device below the ica bifurcation the device opened up. The physician continued the deployment and covered the neck of the aneurysm. The physician decided to deploy the device proximal to the neck of the aneurysm but at the proximal bend, the device did not open up. The physician resheathed the device and made another attempt but still the device did not open up. They made another attempt to open the device but did not open. The pipeline was resheathed more than two times. The pipeline was not positioned in a bend. More than 50% of the device had been deployed when it failed to open. There were no additional steps or other devices required to open the pipeline. The device was reasheathed and removed from the patient with the microcatheter. The decision was made to use another device to complete the procedure. Stasis was observed inside the aneurysm on post procedure angiography. Vessel tortuosity was severe. The aneurysm had a maximum diameter of 13.2 millimeters and a neck diameter of 5 millimeters, with a distal landing zone artery size of 3.2 millimeters and a proximal size of 4.1 millimeters. No patient complications have been reported as a result of this event

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.